Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's hood to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed hood and determined that the root cause of the reported issue was an unseated keypad flex cable at connector x3.

Event description:
The customer contacted stryker to report that their device's compressions don't work. As a result, automatic CPR may be unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device's compressions don't work. As a result, automatic CPR may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.